Event description:
Caller states the patient tested 594 mg/dl on the mobile system at 09:20. The patient's diabetologist advised her to administer unspecified insulin based on this result. At approximately noon the caller realized that the patient was "acting strangely." The caller contacted an ambulance; when the ambulance arrived, they measured the patient on her mobile system and received a result of 288 mg/dl at 12:41 pm. They repeated the test with a professional meter and the result was 30mg/dl at 12:42 pm. The patient was treated with glucose by the professionals and recovered. Requested return of suspect device; caller will not be returning product.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Additional information provided in a letter translation on 19 aug 2013 indicating that the professional medical treatment provided included "glucosium" and "glucosata" -dosages not provided.